Manufacturer narrative:
Exemption number e2016032. (B)(4). Corrected data from user facility report: date of report) 9/5/2017. Other relevant history) other "manufacturer contact information is on page 3"* model #) g52918. If implanted, give date) (B)(6) 2017. (B)(6). Initial reporter occupation) rn. Aware date) "less than or equal to 10 days ago" "manufacturer contact information is on page 3"* MFR. Name: william cook europe (B)(4). Summary of investigational findings: investigation is based on event description only. No imaging was provided and therefore it would be inappropriate to speculate at what may or may not have caused the filter to fail to deploy/expand. However, the filter legs may have been somehow obstructed from fully expanding due to e.g. Ivc anatomical conditions, clots or if not placed in ivc. During the manufacturing/qc processes the distances between the primary filter legs as well as the spring effect of every filter is controlled, as they are all deployed after advancement through a sheath. Under normal conditions, ivc< 30 mm, the radial force of filter will make filter legs attach to ivc. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G4) catalog# igtcfs-65-1-uni-tulip. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "inferior vena cavagram was performed through the dilator/multipurpose catheter. The dilator was then removed and the ivc filter delivered through the sheath and positioned just below the right renal vein and deployed. The filter affixed to the right lateral wall of the ivc but failed to deploy and remained in its closed position. A second filter was delivered and deployed in the same location to not only serve as a filter but to trap the original filter against the wall of the ivc. The sheath was extracted and manual compression was held for hemostasis. The patient tolerated the procedure well and was taken to the ICU in stable condition." Patient outcome: "no noted harm to patient; device still implanted in patient."